Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08765 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. No display anomaly noted during testing. The test battery was removed and reinserted with no failed battery test alarm noted. Device was monitored for 2 days. No charge/battery anomaly, unexpected low battery alarm or unexpected off no power alarm noted. All buttons function properly. No unresponsive buttons or button error alarm noted. No damage noted on the keypad traces. During visual inspection, the keypad connector on the lcd/b was found locked properly. No drive/motor anomaly, motor error alarm, unexpected motor noise anomaly or rewind anomaly noted. The motor was tested outside of the unit and passed. Device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had buttons less responsive and harder to press and sometimes had to press buttons twice. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump rejected new battery and slower during rewind and louder during rewind and also had motor error and display light was dimmer. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.